Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the top slide of the device allegedly self activated while retrieving the tissue from the sample notch. There was no reported patient injury.

Event description:
It was reported that during a biopsy, the top slide of the device allegedly self activated while retrieving the tissue from the sample notch. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The cannula fired automatically when drop tested. An x-ray showed that the cannula tangs were unable to fully engage with the device housing, and upon disassembly it was noted that the right bumper was bent within the device housing. Based upon the results of the drop test this investigation is confirmed for the alleged cannula self-activation. The identified bent right bumper likely contributed to the insufficient cannula tang engagement as well as the identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.